Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported battery cap damaged. They could not remove the battery cap. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed prime test, excessive no delivery test, self test and error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken battery cap, broken reservoir tube lip, missing reservoir tube lip o-ring, stained end cap sticker, corroded battery tube and minor scratches on display window noted.